Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. During follow-up communication with the customer it was confirmed that the cause of the malfunction was due to end user error. The customer stated that the end user did not adjust the 02 settings appropriately, leading to the reported fault. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "compressor failure-1001" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.